Event description:
It was reported that a patient experiencing muscle stimulation was presented in clinic after receiving a notifier alert. Upon interrogation, the pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed.